Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a crystallized insertion tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause and the type of foreign material could not be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected/prevented by following the instructions for use which state: instructions for use states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.